Event description:
The customer obtained a false negative ahbs result on a pt sample. A positive result was obtained for the same sample using an alternate test method. A false negative result could present a risk to public health. The cause of this event is unknown. There was no report of pt harm as a result of this event.